Event description:
A caller reported a malfunction on the pump, identified with malf 3 malfunction code, which could be reset with assistance. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided information to reset the pump, and the caller intended to follow up later for additional assistance once they had their charging cable. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.